Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s inguinal hernia (characterized by swelling and pain) which required outpatient hernia repair. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. Hernia is a well-documented potential complication in pd patient¿s due to expected increased intra-abdominal pressure from the dialysate during pd treatment. Therefore, the temporal use of the fresenius cycler to facilitate pd therapy cannot be excluded as a contributing factor in the hernia event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently had surgery for a hernia (exact date not provided). In additional follow-up, the patient¿s pd nurse reported this pd started pd therapy on (B)(6) 2020. The nurse confirmed the patient had a left groin hernia. However, the nurse was not sure if the hernia was pre-existing (prior to start of pd therapy). The nurse reported the patient after beginning pd treatment the patient experienced pain and swelling of the groin. Per the nurse, the patient was completing pd therapy with low volume (fills) with the fresenius cycler and via manual pd exchanges. Subsequently, on (B)(6) 2021, the patent underwent outpatient hernia repair. It was reported the patient is recovering and continues pd treatment with the same cycler without any ill effect. Per the nurse, the patient has not had any increased intra-peritoneal volume (iipv) events nor any malfunctions with the fresenius cycler associated with the hernia. The nurse stated the hernia is likely a result of the physiological effects of pd therapy due to the pd solution in the abdomen.